Manufacturer narrative:
Analysis of ins (B)(4) found that there were insignificant anomalies and the ins functioned ok. Product analysis # 216873063: there is no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data.

Event description:
Information was received from a patient implanted with a neurostimulator. The patient reported that recharging was taking too long. This issue had been present since implant. They would try to get 4 coupling bars. The patient was sent a recharging spacer. The next day, the patient was getting a low battery on their programmer. They had already tried changing the programmer batteries on the morning of the report and they tried changing the batteries again but the issue did not resolve. The patient described the icon and it was found to be the message telling them to recharge their implantable neurostimulator (ins) battery. The patient didn't recharge their ins on (B)(6) 2016 so they were going to charge on (B)(6) 2016. The patient noted that when they recharged their ins without the belt their ins site would get swollen from leaning against the antenna. The patient¿s leg had felt like it was dead the entire week prior to the report. The patient was implanted for non-malignant pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from the patient via a manufacturer representative. The patient's spinal cord stimulator battery was explanted. The patient reported difficulty recharging and felt like the battery would get really hot upon trying. Upon explant, the implant site appeared red, swollen, and fevered. The patient complained of severe swelling in her right leg since implant. It was noted that the battery was implanted in the patient's right flank. During explant the physician requested a white blood cell count and wanted a culture taken to rule out infection. There were no known environmental/external/patient factors that may have led to the issue. The patient had been scheduled and seen for a few reprogramming sessions with recharge instructions given. At one point, the patient was scheduled for a pocket revision because it was thought that the initial implant was placed too deep. That revision was cancelled. An explant/replacement was later scheduled since the swelling wouldn't subside and the patient was unable to recharge because of it. Diabetes was noted as patient medical history. The patient status as of (B)(6) 2016 was unknown, but the rep was to follow-up for more information.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.